Event description:
Customer reportedly received results of 138 mg/dl and 47 mg/dl within 10 minutes on the mobile system. Hypoglycemic symptoms were reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer returned an empty cassette of strips of the suspect lot. No evaluation was able to be done of the suspect device since no strips were returned.